Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at a manufacturer service center. The blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. In addition, the base enclosure, serial number label, mac address label, faa label, bluetooth label, cord retainer, and handle were replaced. The device was returned to the technician for additional evaluation due to a failed repair test. Review of the test documentation showed failure of the active exhalation valve test. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.